Manufacturer narrative:
The customer replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Hilips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that it failed the ground resistance test. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that ground resistance is out of specs. The customer requested parts ID for the power cord for repair. Resolution and disposition are pending - investigation ongoing.